Event description:
A customer reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump using provided instructions, and the malfunction did not recur. The customer was informed to call back if any malfunction code appears again and understood these instructions.